Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the field observations were not confirmed by testing, thus, the field observations were not related with device malfunction.

Event description:
Boston scientific received information that this device was explanted electively during a lead revision procedure and returned for analysis. In addition to the previously recorded right atrial noise, it was also reported that noise was recorded on the right ventricular lead, and resulted in inappropriate shocks. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right atrial (ra) lead did exhibit low pace impedance less than 20 ohms as well as noise on the ra electrocardiogram (egm) and farfield r-wave oversensing. The egms were difficult to differentiate for farfield from probable insulation failure noise on the ra. There were no reported adverse patient effects.